Manufacturer narrative:
Batch review performed on 21 september 2020: lot 2000182: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one month after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.